Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer continued to use the pump, however a replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer.